Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent cannot passed the wireguide when they use black sheath to straighten stent prior to patient contact. Lab evaluation date: (B)(6)2022. Visual inspection: stent and pigtail straightener returned. Slight kink noted on 3rd porthole on tapered end of pigtail curl. Severe kink noted on 5th porthole on tapered end of pigtail curl. Functional inspection: 0.035 inch wire guide does not pass through.

Manufacturer narrative:
Device evaluation: the zebd-7-10 device of lot cf1916451 involved in this complaint was returned without its original packaging. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab evaluation date: (B)(6) 2022. Visual inspection: stent and pigtail straightener returned. Slight kink noted on 3rd porthole on tapered end of pigtail curl. Severe kink noted on 5th porthole on tapered end of pigtail curl. Functional inspection: 0.035-inch wire guide does not pass through document review: prior to distribution all zebd-7-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-10 of lot number cf1916451 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number cf1916451. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot cf1916451. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. This might be why the stent could not pass the wire guide as kinks were noted on the device during the evaluation. Summary: failure identified: wire guide could not advance into the stent due to kinks, 1 device prior to use. According to the initial report, this event was prior to patient contact. The complaint is confirmed as the failure was verified in the laboratory. Investigation findings could not determine a definitive root cause. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on (B)(6) 2022 and an update to the investigation conclusions.